Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump would not turn on due to fluid ingress damage. Because of this, no investigation could be completed.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump said it was running, but that nothing would dispense. The initial reporter also advised that this had occurred during testing, and no patient had been involved. (B)(4).